Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that an oil-like substance leaked out of the handpiece. This event did not occur during a surgical procedure. There was no patient involvement or adverse consequences reported.